Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported during a routine follow-up performed in (B)(6) 2018, the estimated remaining longevity displayed on the programmer was 7.5 years. During the last follow-up performed on the 3rd of may, the remaining estimated longevity displayed on the programmer was only 3.5 years. The device currently remains in service. At this time no further information has been provided from the field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported during a routine follow-up performed in (B)(6) 2018, the estimated remaining longevity displayed on the programmer was 7.5 years. During the last follow-up performed on the 3rd of may, the remaining estimated longevity displayed on the programmer was only 3.5 years. The device was replaced on (B)(6) 2019. No adverse effects were reported.